Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in distal end and forceps elevator, residual liquid in distal end and white-clouded area adhesives around objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the white-clouded area adhesives around objective lens was traced to component failure. However, the most probable cause for foreign material and residual liquid could not be established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.